Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. A review of the treated episode showed the rhythm appeared consistent with aberrancy at high rates as opposed to a true ventricular arrhythmia. The device uses a morphology detection algorithm in therapy decision making and at times a change in morphology due to an aberrant rhythm can cause an inappropriate therapy decision. It was recommended to see the patient in the clinic for troubleshooting and possible programming changes. It would be recommended the patient does not elevate their heart rate until further assessment of stored the arrhythmia and morphology change. No adverse patient effects were reported outside of the inappropriate shock that was received. The device and electrode remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. A review of the treated episode showed the rhythm appeared consistent with aberrancy at high rates as opposed to a true ventricular arrhythmia. The device uses a morphology detection algorithm in therapy decision making and at times a change in morphology due to an aberrant rhythm can cause an inappropriate therapy decision. It was recommended to see the patient in the clinic for troubleshooting and possible programming changes. It would be recommended the patient does not elevate their heart rate until further assessment of stored the arrhythmia and morphology change. No adverse patient effects were reported outside of the inappropriate shock that was received. The local sales representative later confirmed with the clinic that the patient was seen and the conditional zone rate cut off was increased to 200 bpm. The device and electrode remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.